Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported an air detected in cassette alarm. The patient stated that he could not see any air bubbles in the tubing but earlier in the evening, he noticed some solution on the cart near the cassette door. He stated that he was unsure of where it came from or in what part of the treatment he was in. The patient tried pressing ok several times but continued to receive the message. The patient cancelled the treatment and when he removed the cassette, he stated that there was no fluid in the door and there was no moisture on the cassette. A follow up call was made to the patient's nurse who reported that there was no patient injury and that the patient was not provided antibiotics. The patient discarded the tubing set.